Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
PMA/510(k) # p050017/s006. This file was opened in response to a pcmf study reporting stent occlusion. Device evaluation: the device evaluation could not be completed as the zfv6-80-5-8.0 device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: there is no evidence to suggest the customer did not follow the instructions for use. Ifu0058. The device ifu0058 states ¿potential adverse events that may occur include, but are not limited to: abrupt stent closure, allergic reaction to nitinol, amputation, angina/coronary ischemia, arrythmia, arterial aneurysm, arterial rupture, arteriovenous fistula, atheroembolization (blue to syndrome), death, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, , hypotension /hypertension, infection/abscess formation at access site, intimal injury/dissection, ischemia requiring intervention (bypass or amputation of toe, foot or leg), myocardial infarction, pseudoaneurysm formation, pulmonary embolism, renal failure, restenosis of the stented artery, septicemia/bacteremia, stent malposition, stent migration, stent strut fracture, stroke, spasm, tissue necrosis, worsened claudication/rest pain¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be established. A possible root cause can be attributed to patient pre-existing conditions of diabetes mellitus, hypercholesterolemia/hyperlipidemia, hypertension, peripheral arterial disease, and peripheral venous disease. Stent occlusion occurs when an implanted stent becomes blocked due to the formation of a blood clot within or around the stent. This could lead to the arteries becoming narrowed. These narrowed arteries could lead to pressure being exerted on the stent as the narrowing progresses. This can also occur due to progression of a patient's pre-existing condition. It is possible that these pre-existing conditions caused and/or contributed to this event. Diabetes mellitus is a chronic disease that occurs either when the pancreas does not produce enough insulin or when the body cannot effectively use the insulin it produces. Insulin is a hormone that regulates blood glucose. Hyperglycaemia, also called raised blood glucose or raised blood sugar, is a common effect of uncontrolled diabetes and over time leads to serious damage to many of the body's systems, especially the nerves and blood vessels. Diabetes is a known risk factor for developing stent occlusion. Hypercholesterolemia, commonly known as high cholesterol, is a condition where there is an excess of cholesterol in the blood. This can lead to serious health issues, such as heart disease and stroke, due to the buildup of fatty deposits in the arteries. Hyperlipidemia is a condition characterized by abnormally high levels of fats (lipids) in the blood, such as cholesterol and triglycerides. This can lead to the buildup of fatty deposits in your arteries, increasing the risk of heart disease, stroke, and other cardiovascular issues. Hypercholesterolemia and hyperlipidemia are known risk factors for developing stent occlusion. Hypertension, high blood pressure, can damage the inner lining of blood vessels, making them more prone to clot formation. This increased strain on the blood vessels can contribute to the development of both arterial and venous thrombosis. Hypertension is a known risk factor for developing stent occlusion. Peripheral artery disease (pad), also known as peripheral arterial disease, is a common condition where narrowed arteries reduce blood flow to the arms or legs. Specifically, it affects the peripheral arteries that carry blood away from the heart to other parts of the body. The most prevalent type of pad is lower-extremity pad, which results in reduced blood flow to the legs and feet. This condition increases the likelihood of complications such as stent occlusion, where the stent becomes blocked. Pad is a risk factor for developing stent occlusion. Occlusion is listed as an expected side-effect within the device and restenosis of the stented artery is listed as a known potential adverse effect in the device IFU. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was opened in response to a pcmf study reporting stent occlusion. Confirmed quantity of (B)(4) device used. According to the initial reporter, the patient required surgical intervention. A possible root cause can be attributed to patient pre-existing conditions of diabetes mellitus, hypercholesterolemia/hyperlipidemia, hypertension, peripheral arterial disease, and peripheral venous disease.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2024 date of procedure - during procedure no adverse events noted on (B)(6) 2024 date of discharge - no adverse events noted. (B)(6) 2024 peripheral arterial disease - stent occlusion a few days after implantation requiring surgical bypass to treat. Patient outcome: ongoing. Patient treated with bypass. Ongoing toe phlegmon with left foot ulcer patient/event info - notes: device placed in left study leg, lesion location superficial femoral artery guiding catheter size used 6fr, 0.035in wireguide used.